Event description:
The customer reported that the valve came off while injecting contrast. There was spray. No harm or injury was reported. The customer reported five defective devices but did not provide any further info or clinical details for the additional events. Therefore, this single form fda3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval has been completed. Eval, method: the device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval has been completed.